Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, prior to removing the dgw .035 fc j3mm 260cm guidewire from the package it was found frayed/split/torn. The procedure was completed with another cordis guidewire. The device was stored and handled per the instructions for use (IFU). There was no reported patient injury. One sterile dgw .035 fc j3mm 260cm tef unit was received for analysis. During visual inspection, the device was noted to be sealed in its original pouch. It was opened to visually inspect the wire and no anomalies were observed during the analysis. A product history record (phr) review of lot 35262239 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires ¿ frayed/split/torn - prior to use¿ was not confirmed since no damage was found on the sterile unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, store in a cool, dark, dry place and do not use if package is open or damaged. Exposure to temperatures above 54°c (130°f) may damage the components.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35262239 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to removing the dgw .035 fc j3mm 260cm guidewire from the package it was found frayed/split/torn. The procedure was completed with another cordis guidewire. There was no reported patient injury. The device was stored and handled per the IFU. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. The device was not returned as previously expected.